Event description:
Nursing administered chemotherapy via central line utilizing phaseal safety device. Blood return checked easily without phaseal device. Line flushed easily with phaseal, but extremely difficult to obtain blood return once phaseal device was used. Nurse had to have patient sit all the way forward and attempted to get blood return numerous times. Small flash was received with difficulty. Checked blood return again without phaseal without difficulty. The nurses have to go into the patient's central line an extra time which is a concern for central line infections.====================== manufacturer response for injector, phaseal======================no response yet